Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulties occurred. The lesion was located in the mid left circumflex artery. A 3.50x24mm taxus liberte' drug eluting stent was advanced to the lesion and the physician attempted to deploy the stent at 14 atms for 5 seconds. The device was pulled back to the guide catheter and under fluoroscopy, it was discovered that the stent had not deployed and was still on the delivery system. The device was now in the main/ostial circumflex artery and the physician was unable to advance the device back to the lesion. The stent was deployed in the ostial circumflex artery. The procedure was completed by deploying another taxus liberte' drug eluting stent in the lesion. Ivus was used to confirm optimal stent deployment. No further injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).